Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) similar to device under PMA/510(k) p140016. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: a (B)(6) male patient suffering from taa underwent tevar using gore¿s ctag((B)(6)) and zta-pt-38-34-217-w1. After gore¿s ctag was placed in the area directly below the left subclavian artery, the complaint zta-pt-38-34-217-w1 was placed in the aorta with its distal end was located at th11. When the patient awoke from anesthesia after the procedure, it was confirmed that paraplegia had occurred to him and both of his lower limbs did not move. Additional information received 12sep2018: the anatomy of the patient was suitable for the procedure. Right femoral approach was selected. Patient outcome: he was transferred to ICU and spiral drainage was performed, which enabled him to move only his toes. The physician determined to take wait-and-see approach.

Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: a patient underwent tevar with a product from another manufacturer and the complaint product (B)(4). The patient's anatomy was suitable for the procedure and right femoral approach was selected. The product from the other manufacturer was placed in the area directly below the left subclavian artery and (B)(4) was placed in the aorta with its distal end located at th11. When the patient awoke from anesthesia after the procedure, it was confirmed that paraplegia had occurred to him and both of his lower limbs did not move. He was transferred to ICU and spiral drainage was performed, which enabled him to move only his toes. The physician determined to take wait-and-see approach. Additional comment from the physician "the descending aorta of the patient was shaggy. Therefore, the distal end of the stent graft had to be extended to the area where mural thrombus did not exist. It is highly possible that the paraplegia occurred due to this. However, if the distal end of the stentgraft had placed in more proximal area, shower embolism might have occurred". No medical record or images were returned for the investigation. Instead, a clinical assessment was performed on the information available in the complaint file. Per the clinical assessment, paraplegia is a symptom of spinal cord injury (sci) that can lead to spinal shock and death. The primary determinant in the risk of paraplegia might be the percentage of thoracic aortic coverage. In this case the 2 stent grafts were placed from immediately below the lsa to the th11, thereby covering the entire descending thoracic aorta. Prophylactic measures such as peri-operative hypothermia and avoiding peri-operative hypotension has not been described. Spinal fluid drainage was only instituted after paraplegia was detected. The physician has not revealed or implied any information to raise concern about device malfunction or otherwise device related contributions to the event. Additionally, paraplegia is a known inherent risk of the device, and described in the IFU as "graft implantation may increase the risk of paraplegia or paraparesis where graft exclusion covers the origins of dominant spinal cord or intercostal arteries". The cause for the event is likely coverage of multiple intercostal arteries. No evidence to suggest that the device was not manufactured according to specifications. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.